Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient's percutaneous lead separated between the distal bend relief and the metal connector. There were no alarms associated with the damage and a clamshell repair was performed on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed damage to the silicone jacket on the external portion of the driveline, approximately 0.5" from the proximal end of the controller connector. This damage was also confirmed by an onsite abbott representative. A specific cause for the observed damage could not be conclusively determined through this evaluation. A clamshell repair was successfully completed by an onsite abbott representative on 17may2022. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29jun2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed damage to the silicone jacket on the external portion of the driveline, approximately 0.5" from the proximal end of the controller connector. This damage was also confirmed by an onsite abbott representative. A specific cause for the observed damage could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii lvas IFU, rev. C, and the hmii patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient presented to the clinic on (B)(6) 2022 with further damage to the driveline. Rescue tape was applied until a clam shell repair could be completed on (B)(6) 2022.